Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via remote transmission that the patient felt "woozy and dizzy" and their pulse was below 60 beats per minute. The patient also reported that "a couple nights ago it quit working and it couldn't get my heart rate back up" and "it went out for a couple hours. I couldn't get my heart rate above 30". A follow-up investigation with the patient's clinic indicated that the patient has not been seen since prior to the reported event. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.